Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 480 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1882. Troubleshooting was partially performed. No further patient complications were reported. Mmt-1882 was requested and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.08725 inches. Unable to confirm units of normal bolus delivered on (B)(6) 2024 due to insufficient data in pump downloaded history. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked lcd window, pillowing keypad overlay and cracked retainer. The p-cap/reservoir does lock properly. Pump passed required testing. However, found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.